Manufacturer narrative:
Should additional information become available a supplemental record will be filed. Parent record (B)(4) wife advised battery level lights go from empty to full constantly when chair is on.

Event description:
Wife advised husband uses the chair. Wife advised husband ran over a small rock outside and chair stopped and wrench constantly flashes. Wife advised unplugged joystick and plugged back in but chair still does not power on. Wife advised previously husband would be going down the ramp and removed hand from joystick and chair continued to move. Wife advised chair is not working at all now.